Event description:
Customer reported a malfunction on the pump with no adverse impact to their blood glucose level. Initially, customer was unable to reset the malfunction code due to not having a charger, prompting technical support to provide reset information and leave the case open. Customer later called back and successfully reset the pump with technical support's assistance. The malfunction code did not recur, and customer was advised to continue using the pump while being instructed to call back if any issues reoccurred.